Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 453 mg/dl due to the insulin pump not delivering insulin. It was noted that the customer treated with manual injections. Customer stated that when attempting to bolus the insulin pump alarmed no delivery and the customer mentioned waking up with blood glucose readings of 403 mg/dl. Customer declined troubleshooting for the high blood glucose readings. Troubleshooting for the no delivery alarm was not completed due to the customer not feeling comfortable using the insulin pump. Device is being returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and stained end cap sticker.